Manufacturer narrative:
Concomitant medical products: product ID: serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transesophageal echocardiogram (tee) appeared to show a growth on the proximal portion of the right ventricular (rv) lead. An intra-cardiac echo ultrasound was completed and the growth was not seen. The physician chose wait and see if any symptoms appear after a course of antibiotics. An infection is suspected. The implantable cardioverter defibrillator (ICD) and rv lead currently remain in use. No further patient complications have been reported as a result of this event.